Event description:
During radial keratomy, the ephithelium ld be seen cooming out of all four incisions. The pt suffered corneal abrasion. The pt's eye healed without additional medicatn. Pt suffered only minor additional discomfort.(note: contact requested inspection of footplates.)